Manufacturer narrative:
Sensor 0m00664qt7h has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 19) due to a temporary drop in the source voltage. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was de-cased, and contamination was found on the printed circuit board assembly (pcba). Therefore, this issue is confirmed to be liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error messages was reported with the freestyle libre sensor. The customer (a child of 7 years) received a "replace sensor" message after 1 day of wear and was unable to obtain readings. As a result, customer experienced tremors and was unable to self-treat, requiring treatment of sugar and crackers by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error messages was reported with the freestyle libre sensor. The customer (a child of 7 years) received a "replace sensor" message after 1 day of wear and was unable to obtain readings. As a result, customer experienced tremors and was unable to self-treat, requiring treatment of sugar and crackers by a third-party. There was no report of death or permanent injury associated with this event.